Manufacturer narrative:
(B)(4). Batch # m5415n. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Cartridge gst60b reload was returned for analysis, was received partially fired 1/16. It is possible that while loading the reload the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a roux-en-y procedure, the first firing was successful. During the second firing, the device started to fire, then immediately stopped; no staples were deployed, cartridge was properly seated according to the staff. The doctor did not notice any abnormal sounds nor was she stapling across a staple line or clips, she stated that it just stopped. The doctor could not open and release the jaws. The doctor opened the manual override hatch but did not touch the ratchet arm. The doctor then tried the reverse knife switch which did not work. Then tried to ratchet the manual override and the doctor stated that it got stuck. The doctor could not move it past forty five degrees. The doctor did not want to force it in either direction and did not want to break it. The doctor started to squeeze the closing trigger to release. After working with the closing handle for a while the doctor did get the jaws to release almost by accident. The doctor used a squeezing, pulling, bumping combination. - they removed the stapler and the case was completed with another powered device. There were no patient consequences reported.